Event description:
Device 1 of 2: reference MFR report #1627487-2014-00039. It was reported the pt (B)(6) is experiencing discomfort at the ipg pocket and lead entry site. With respect to the ipg, the device is reportedly protruding through the muscle and is now under the skin. Likewise, the pt's leads (from the same lot) are said to have eroded through the muscle and their current position causes discomfort. Surgical intervention is being considered as a means to address this issue.

Manufacturer narrative:
On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.